Event description:
Customer reported getting high results for about a month. Customer's device = 135 mg/dl and customer went to the doctor. Doctor's device = 89 mg/dl. Customer took 16 additional units of insulin along with regular amount. Doctor increased dosage of medication. No controls were used. A request was made for return product and replacement product was sent.